Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact root cause is unknown but may be related to the patient¿s hemi-circular calcification in the stj along with oversizing of the valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a transapical tavr procedure an annular rupture occurred. The aortic annulus was borderline between the proper size for a 23mm and 26mm valve. Due to patient¿s condition, the tavr was carried out using percutaneous cardiopulmonary support (pcps). X-ray image during balloon aortic valvuloplasty with a 20mm balloon showed there was little room between the balloon and annulus, sinus of valsalva and sinotublar junction (stj). However, a decision was made to deploy a 26mm valve with -3ml volume as the area was enough to accommodate. The valve landed in the targeted position at 90:10 (aortic/ventricular) position. The blood pressure (bp) recovered once, however, echo indicated a hematoma in the annulus. The procedure was converted to an open heart surgery emergently and a bentall procedure was performed. The hemodynamics recovered and pcps was weaned off on postoperative day 3, and the outcome was determined as remission. The device was discarded at the facility after surgery and not returned for evaluation.

Manufacturer narrative:
Reference CAPA-20-00141.